Manufacturer narrative:
The root cause of the problem lies in software.

Event description:
On this portable surgery x-ray system an added annotation to a single image is tranferred to "all" images following the first image on the pacs. Annotations are all correct on the x-ray system itself.